Event description:
It was reported that the lead was dislodged. In addition, the stylet was unable to advance on the lead. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.